Event description:
It was reported that the patient underwent an omf procedure for replacement of maxiallary anteiror tooth and augmentation of the facial ridge. Rhbmp-2/acs was used, no allograft, a primary closure, and delayed implant placement. Approximately 6 months post-op, the surgeon went in to uncover the site, and found that the bone graft was not present in the site at all. There was no bone regeneration, and nothing to place the implant in.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.